Event description:
It was reported that signal loss occurred. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
B5: describe event or problem ¿ correction d9: device availability ¿ additional g3: date received by manufacturer - additional h2: additional information-correction h3: device evaluated by manufacturer ¿ additional h6: investigation findings - correction a4 weight-correction concomitant medical product name- correction

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. Performance data was reviewed for evaluation. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).